Event description:
It was reported on (B)(6) 2010 that during a stage two implant, the obturator inside the tunneling tool broke off inside the pt. The obturator used was the long, flat one and they were not sure how it bent or broke. The tunneling tool was removed, as was the main part of the obturator but the tip itself remained inside the pt. We used a different obturator and finally were able to tunnel through successfully. The first programming session on (B)(6) 2010, indicated a small bleed (stable) in the left frontal lobe about 2.5 x 1.5 cm along the trajectory of the left lead, some seizures while in recovery, treated with keppra, and confusion, some cognitive impairment (word finding difficulty), slurred speech, and gait difficulty. None of this would/should have anything to do with the broken obturator tip. The company rep palpated along the tract of the left extension, but was unable to feel or locate the implanted wedge tip. Pt complained of a "pulling" sensation in the lower portion of the right extension, but the broken tip was on the left. Pt did not complain of any sharpness, pain, pulling or discomfort on the left side. The deep brain stimulation programming was generally ineffective at treating the pt's symptoms (tremor, rigidity), having no effect on tremor or rigidity in the right hand/arm, with some minor improvement in rigidity and tremor in the arm and hand tremor (from a 3/4 to 2.5/4 on a 4 point scale). Electrode impedances were very high on both sides, failing in all bipolar combinations (>2k ohms with <12 ua current), and most monopolar combinations. The monopolar combinations that were in-range were high (1500-1900 ohms, current 12-15 ua). Therapy impedance was >2k on the left hemisphere, and approx 1650 on the right hemisphere with 25ua current. Pt was advised to see the surgeon potentially for a surgical impedance check and possible revision. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report #3004209178-2010-07837.

Manufacturer narrative:
(B)(4).